Event description:
Hill-rom sales rep called to check on pt wounds and was advised the pt had died. Pt was on a hill-rom overlay matress on a double bed with no siderails. It appears the pt had bent over the bed to pick up a cigarette that had fallen on the floor and fell out of bed. Pt died of crushed larynx and esophagus.